Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a constant tone on the insulin pump after a 2 hour reset. Customer's blood glucose was around 250 mg/dl. Caller mentioned that the screen was black after inserting a new battery and the constant tone did disappear. Caller stated that she was unable to see if the buttons were responding and the blank screen did not disappear during troubleshooting. Caller stated that the customer had differences between sensor glucose and blood glucose readings. Customer was showering when she received the constant tone. Customer was disconnected from the pump at the time. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with full segment display, frozen screen and constant tone due to faulty connector on interface board. We were unable to perform the functional testing, including the operating currents test, self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to frozen screen. The insulin pump had cracked case at display window corner, and minor scratched display window.